Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a biopsy leak, the bending rubber adhesive was lifted and creating a sharp edge, the bending section was flooded, the charged coupled device shrink tube was cut and scratched, the control body was flooded and corroded, and the scope connector was flooded and corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope displayed a b30 error. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the legal manufacturer. Please refer to the following sections for the new information: event: additional information. Initial reporter name and address and initial reporter occupation additional information. Report source additional information.

Event description:
Additional details had been requested regarding the reported event. The legal manufacturer provided the information that a bronchoscopy was performed with a second bronchoscope attached. The error occurred during the procedure and it was completed with a similar device. There was a slight delay to swap the scope that lasted a few minutes and the patient was under conscious sedation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the reported event was not reproduced, a definitive root cause could not be determined. However, one of the following may have caused the event: a) temporary bad electrical contact of scope connector internal circuit board due to influence of moisture/water which invaded the device from the leak point. B) charged coupled device (ccd)-cable was damaged by physical stress applied to bending section. C) temporary failure of ccd-unit and/or scope connector internal circuit board by device handling below. System ground wire was not connected. Insertion/removal of scope connector while the power pf system was on. Dirt and/or moisture adhered to scope connector contacts. D) failure of system the following is included in the instructions for use (IFU): "important information: please read before use: warnings and cautions: do not connect the endoscope connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Important information: please read before use: warnings and cautions: disappeared or frozen endoscopic image: do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, and endoscope connector. The endoscope may be damaged, and water leakage and/or breakage of internal parts like the image sensor cable can result. - if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage." Olympus will continue to monitor field performance for this device.